Manufacturer narrative:
Concomitant medical products: 200h20 valve, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected under-sensing on the right atrial (ra) and right ventricular (rv) lead. It was later noted that there was a loss of atrial capture. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.